Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2002 the patient presented with pre-op diagnosis: 1. A left shoulder rotator cuff repair with impingement syndrome. Post-op diagnosis: 1. A left shoulder rotator cuff repair with impingement syndrome. 2. A large full-thickness rotator tear retracted to the level of the glenoid and adhesive. The patient tolerated the procedure well. (B)(6) 2005 the patient underwent cervical spine CT without contrast. Impression: no evidence of acute cervical spine trauma. (B)(6) 2005 the patient presented with pre-op: 1. T12 burst fracture. 2. L1 vertebral body fracture. The patient underwent: 1. Open treatment and reduction of t12 burst fracture. 2. Open treatment of l1 vertebral body fracture. 3. Posterior thoracolumbar fusion of t10-l3 using segmental instrumentation as well as morcellized allograft. 4. Bilateral pedicle screw fixation t10-l3. 5. Preparation of morcellized allograft. As per op notes, pedicel screw placement was done in routine fashion. Spinal system was used. 5.5x55mm bilateral screws were placed at t10 and t11 and 6.5x55mm screws were placed bilaterally at l2 and l3. Previously prepared and reconstituted morcellized allograft was laid down after application of gelfoam impregnated with bmp. After this the arthrodesis was complete. Then 2 rods were placed in slight degree of lordosis and then put in the top-loading system of the pedicle screws of t10 and t11 bilaterally. Reduction device was used to bring down the rod into the pedicle screw heads of l2 and l3 bilaterally and the set screws were then placed at those levels as well. All the 8 set screws were tightened. Then a cross-linking device was placed at t12. Then paced a cross-linking device inferior to l2 pedicle screw. Patient tolerated the procedure well. Post operatively patient sustained unspecified injuries due to rhbmp-2.